Event description:
It was reported that intermittent malfunction alarms occurred. Ultimately, the customer reverted to an alternate method of insulin therapy. The customer blood glucose level was 406 mg/dl and ketones. Reportedly, on (B)(6) 2026 the customer went to the emergency room and was subsequently admitted to the hospital. The customer was treated with intravenous fluids of saline and insulin. Treatment resolved the issue and there was no permanent damage. The customer was released from the hospital on (B)(6) 2026.